Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found a stretched helix. The cause of the helix mechanism issue was due to a damaged helix which is consistent with procedure damage.

Event description:
It was reported that during initial implant procedure, patient's right ventricular (rv) lead was dislodged. It was also noted that the lead helix was failed to retract. The lead was not used and the procedure was completed using an alternate lead on 13 jun 2023. There were no patient consequences.